Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a tlif at l3-l5. According to the report, rod(s) were placed, but the l4 extender disengaged before provisional fixation. The right rod was inserted and breaking-off was performed uneventfully. Thereafter, the left rod was removed once, then the extender disengaged and it could not be re-attached. Thus, l4 screw was held without inserting extender and the procedure was completed. The surgical time was extended 31-60 minutes due to the incident.